Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml baclofen at 927mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient was admitted to the hospital for a possible infection. A rep read the pump and everything was normal with the pump. It was unknown if the issue was resolved at the time of the report. The patient's status at the time of the report was unknown. No further complications were anticipated/reported.